Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) had confirmed that port 443 had been required for remote support service (rss), and if it had been blocked, that had been the reason access to the station had not been possible. The customer had been asked to have it enable the port for all stations so that a trace could be performed on the station medapp logs to identify the issue. If the medapp logs had not defined the issue, wireshark knowledge article would have been needed to trace communication between the station and the server. The customer had engaged information technology team (it) to open port 443, a field service engineer (fse) confirmed that the issue was resolved by the customer information technology team, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station kept loading when the customer attempted to log in. The customer tried rebooting to recover the storage space, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.